Manufacturer narrative:
The company representative replaced the display, video receiver board, and inverter board. The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the unit was in use on a pt, the display intermittently became jittery. No pt injury was reported.